Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This report is for the second device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported about two reciproc blue file breakages during same treatment. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1583571, #1585142, #1586819, #1588046, #1588694, #1588712, #1589370 and #1589396). No unused file was returned for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. Multiple unsuccessful attempts were made to obtain the patient outcome.